Event description:
Subsequent to the initial MDR, additional information was provided on 07/17/2024. Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that on (B)(6) 2024, the patient experienced a skin reaction with rash, redness, inflammation, blisters, dry skin, drainage, and infection under the entire patch area. The area was prepared with alcohol before placing the sensor on the body. The patient started taking prescription oral medication starting (B)(6) 2024. According to the report, the patient had a nickel sized red spot with a white spot where the sensor filament was located. The patient had an oozing skin reaction and saw the doctor on (B)(6) 2024. The patient was prescribed doxycycline hyclate and was stable at the time of the report. A photo was provided for review and showed a nickle-sized area of erythema with a central pustule. Per medical review, this would constitute a serious adverse event as there was medical intervention of oral antibiotics. At the time of contact, it was indicated that the patient was stable. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code problem code: e2010 (needle stick/puncture).

Event description:
Dexcom was made aware on 06/17/2024, that on 06/07/2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that on 06/07/2024, the patient experienced a skin reaction with rash, redness, inflammation, blisters, dry skin, drainage, and infection under the entire patch area. The area was prepared with alcohol before placing the sensor on the body. The patient started taking prescription oral medication starting (B)(6) 2024. According to the report, the patient had a nickel sized red spot with a white spot where the sensor filament was located. The patient had an oozing skin reaction and saw the doctor on (B)(6) 2024. The patient was prescribed doxycycline hyclate and was stable at the time of the report. No photo was provided for review. Per medical review, this would constitute a serious adverse event as there was medical intervention of oral antibiotics. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available.